Manufacturer narrative:
Please see attached investigation report for details. Resubmission of final report as that the final report was submitted on the 6th november 2020 but was not identified until 20th october 2021 that the final submission report had not been sucessful.

Event description:
Device was broken in a middle of a procedure.

Event description:
Device was broken in a middle of a procedure.